Event description:
The customer tested his blood glucose and received readings of 500 and 200 mg/dl using his contour meter. He retested using another meter and received readings of 65 and 67 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.